Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states she feels well and does not require any medical attention at this time. The customer's expected blood results are 150-180mg/dl fasting. Verified the strips expire 06/30/2018. Customer confirms the strips were first opened in (B)(6) 2015 and have been stored properly. Customer performed a back to back blood test 91mg/dl and 94mg/dl not fasting. Reviewed meter memory: (B)(6). Customer is concern with all these results but especially results taken on (B)(6) 2015 @7:05pm 68 mg/dl fasting & on (B)(6) 2015 @ 8:10am 81mg/dl not fasting. No adverse event reported.